Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device encountered an image problem, "the image has always been somewhat grainy and out of focus". There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent. The outer tube is deformed. The protector of the video cable section is cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the video cable section was broken and therefore the light transmission is lost or too low. A definitive root cause could not be identified for the dented outer tube, deformed outer tube, or cut on the protector of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide new information provided by the customer.

Event description:
The customer clarified that the image was grainy and out of focus.